Manufacturer narrative:
Device iteration is afx with strata. Please remove from your complaint system as there was no device failure this is no longer considered a complaint. G3: date received by manufacturer has been updated. H6: patient code: remove code 1924. H6: medical device problem: remove code 4065. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and a single iliac limb to treat an abdominal aortic aneurysm (aaa) on an unknown date. It was reported that the patient presented with contrast appearing outside of the right iliac limb and continued outside of these devices at the level of the junction of these 2 stent grafts. The physician elected to reline the original implanted devices with a non endologix (gore) 16x75 iliac limb and a 22x45 ovation iliac limb, starting from the bottom and building up to the bifurcation. This successfully excluded contrast from getting outside of the graft. The physician also elected to reline the left side as well as the left common iliac artery had become aneurysmal with a 16x140 non-endologix (gore) iliac limb and a 28x45 ovation iliac limb, starting from the bottom and building up to the bifurcation. The final angiogram demonstrated exclusion of the original endoleak on the right and the new aneurysm on the patients left. The final patient status was reported as there was no harm was caused to the patient. Additional information: it was determined that the index procedure was on (B)(6) 2011 and the event occurred beyond the expected life of the device (10 years from the implanted date). A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Event description:
The patient was initially implanted with a bifurcated stent graft and a single iliac limb to treat an abdominal aortic aneurysm (aaa) on an unknown date. It was reported that the patient presented with contrast appearing outside of the right iliac limb and continued outside of these devices at the level of the junction of these 2 stent grafts. The physician elected to reline the original implanted devices with a non endologix (gore) 16x75 iliac limb and a 22x45 ovation iliac limb, starting from the bottom and building up to the bifurcation. This successfully excluded contrast from getting outside of the graft. The physician also elected to reline the left side as well as the left common iliac artery had become aneurysmal with a 16x140 non-endologix (gore) iliac limb and a 28x45 ovation iliac limb, starting from the bottom and building up to the bifurcation. The final angiogram demonstrated exclusion of the original endoleak on the right and the new aneurysm on the patients left. The final patient status was reported as there was no harm was caused to the patient.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is unknown h3 other text : device remains implanted.